Event description:
Per the clinic, the patient experienced drainage and an infection at the abutment site. Subsequently, the patient was prescribed oral antibiotics (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.